Event description:
It was reported that pump became very hot and was too hot to touch while charging, although no temperature alarms were recorded in pump history. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, and was informed they would need to enter settings and connect continuous glucose monitor on replacement pump, and Technical Support arranged replacement pump and goodwill charging supplies and instructed customer to return problematic pump using prepaid label.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.